Event description:
The article, "aortic valve versus root surgery after failed transcatheter aortic valve replacement", was reviewed. The article presented a retrospective, multicenter study to determine outcomes of aortic valve replacement (avr) versus root replacement after transcatheter avr (tavr) explantation because they remain unknown. Devices included in this study were sapien/sapien 3/sapien xt, corevalve, evolut r/pro/pro+, lotus, acurate neo, direct flow, jenavalve, portico, engager, sjm mechanical valve, cyrolife on-x, ce perimount, ce magna/magna ease, edwards inspiris, medtronic avalus, medtronic mosaic, medtronic hancock ii, freedom solo, sorin mitroflow, sjm trifecta, edwards intuity, ln perceval, freestyle, bioconduit, and autograft. The article concluded in the explant-tavr registry, avr and root replacement groups had different clinical characteristics, but no differences in short-term mortality and morbidities. Further investigations are necessary to identify patients at risk of root replacement in tavr explant. [The primary and corresponding author was keti vitanova, department of cardiovascular surgery, german heart center munich, lazarettsr 36, de-80636, munich, germany, with corresponding e-mail: vitanova@dhm.mhn.de]

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided the additional patient effect of malfunction reported in the article is captured under a separate medwatch report. Summarized patient outcomes/complications of aortic valve replacement was reported in a research article. Some of the complications reported were left bundle branch block, new permanent pacemaker, stroke, life-threatening bleed, atrial fibrillation, respiratory failure, acute renal failure, delirium, pneumonia, sepsis, multisystem organ failure, paravalvular leak, aortic regurgitation, and hospitalization. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product quality issue with regards to manufacture, design, or labeling.